Event description:
It was reported that the md inserted a sheath and began to introduce the iab through the sheath. The iab became stuck in the sheath. As a result, the iab was removed with the sheath as one unit. The md inserted another brand iab successfully. There were no reported pt complications. Refer to MDR # 1219856-2007-00067 for initial info regarding this event.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.